Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of the medical records, implant note records reported "a cerclage wire was use for containment of a small incomplete fracture near the base of the femoral neck encountered in reaming and rasping in preparation for the femoral insertion. The greater trochanter has been deformed from his previous surgery". Doi: (B)(6) 2006; doe: (B)(6) 2006, dor: unknown; right hip.